Event description:
Boston scientific crm received information that this right ventricular lead was implanted; the lead tip was positioned at the right ventricular mid septum. Measurements were within normal limits. One day post op, pacing failure was observed. A revision procedure was performed, the lead was rotated counterclockwise, however the lead could not be removed. The procedure was abandoned. The lead was reprogrammed. Later that day, pacing failure was again revealed. The outputs were reprogrammed. During a follow up visit, the lead measurements appeared stable and will be further monitored. It was suspected the lead failure was due to the existence of a blood hematoma when the helix was extended into the interventricular septum. Additional information was obtained. Further lead monitoring was performed. The patient with this lead experienced an onset of heart failure and preferred no revision procedure be performed. However two years after the implant, a revision procedure was performed. This lead and non-boston scientific device was removed and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed an insulation cut at 24 from the terminal pin. Dried blood was noted at this site. The helix appeared normal. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
According to available information, this right ventricular lead remains implanted, in service and will be further monitored. Should additional information become available, this event will be updated. Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.